Event description:
It was reported that during a da vinci si nissen fundoplication procedure, it was noted a cable was loose after attempts to use a mega suturecut needle driver instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument was found with a grip cable loose at the distal clevis. The grip cables were found broken at the idler block inside the housing. Engineering concluded the damage was likely due to mishandling during the cleaning process. Signs of corrosion were found on the clamping pulley. Additional findings were scratches on the surface of the distal pulley. The distal end of the main tube also had various scratch marks showing light material removal. The scratches were short in length and not axially aligned with the tube. Some scratches were towards the instrument tip area and one was at the end of housing area. Engineering concluded the damage may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.